Manufacturer narrative:
Additional information was received on 21-jul-2021 and it was noted that the hemostasis valve(gasket) did not break into two or more separate pieces. There was no information available on whether the hemostatic valve/brimcap/hub become detached from the sheath. No blood return was observed. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 27-jul-2021. The device evaluation was completed on 2-aug-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when flushed by syringe, the vizigo sheath regurgitated from the hemostatic valve. The event occurred about thirty minutes since the procedure was started. The vizigo sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Device evaluation details: visual analysis of the returned sheath revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The returned sample was connected to a cool flow pump and no leakage was observed. Then, a test method for liquid leakage through hemostasis valves of the sheath introducers of the side port was performed, and no issues were observed. A manufacturing record evaluation (mre) was performed for the finished device 00001575 number, and no internal action related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been updated. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-aug-2021, bwi received additional information regarding the event. The hemostasis valve(gasket) did not break into two or more separate pieces. It was not reported that the hemostatic valve/brimcap/hub become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when flushed by syringe, the vizigo sheath regurgitated from the hemostatic valve. The event occurred about thirty minutes since the procedure was started. The vizigo sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.